Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a main enhanced full height drawer 6 which failed to stay closed. The field service engineer found the latch sensor was loosened, adjusted it and replaced a newer version of inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the drawer 6 keeps failing in nursery hallway causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.